Event description:
The user has not worn her processors consistently over the past few years and communicates primarily through american sign language (asl). She recently received an upgraded processor system for her left ear and was being reactivated. At this appointment, a significant change in impedance was noted. Audibility was only reported by the user on two channels. The user was re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has not worn her processors consistently over the past few years and communicates primarily through american sign language (asl). She recently received an upgraded processor system for her left ear and was being reactivated. At this appointment, a significant change in impedance was noted. Audibility was only reported by the user on two channels.